Manufacturer narrative:
The device was received for evaluation. Visual inspection of the set showed the filter blood header port was cracked. The reported condition of leak was verified. The cause of the crack was related to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of oxiris set, an external fluid leak at the bottom of the filter was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.